Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with episodes of oversensing on the ventricular channel that fell into the vf zone. Noise and episodes of t-wave oversensing were observed. All the lead measurements were in range. Oversensing was not reproducible with isometrics. Review of the chest x-ray did not reveal any issues. Programming changes were made. The patient will continue to be monitored.